Manufacturer narrative:
Clarification to e.1. Address 1: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with skinvive by juvederm in the malar area and following injection a little discoloration was observed on the left cheek/malar near the infraorbital region. Healthcare professional believed the pink spot was "a bit too well defined" so observed the patient for 15 minutes. The crt was around 3 seconds, which they felt was "a bit slow". Hylase was injected and crt returned to around 1 second. There was no pain or discomfort for patient. Healthcare professional suspected a vascular occlusion. Event not resolved.